Manufacturer narrative:
The device was returned to olympus for investigation. The investigation confirmed that there were no abnormalities in the cutter, the loop hanger and each size of it. Also, the subject device was cut at the position of 1884mm from the distal end. As the checking of the manufacturing record of the same lot, nothing abnormal detected. Based on the confirmation of the subject device, olympus concluded that the subject device locked the ligation loop, because the doctor pulled out the slider without positioning the ligation loop correctly on the subject device. The instruction manual of the subject device warns; do not try to cut the loop that is not positioned on both edges of the loop hanger as plumb as possible for the blade. It may make cutting the loop impossible, or result in the loop getting caught in the distal end of the instrument, which could make it difficult or impossible to remove from the patient. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during cutting the ligation loop in polypectomy, the doctor couldn't pulled the subject device out of the patient body, because the ligation loop was caught in the cutter of the subject device. To untie the entanglement, the doctor cut the insertion portion which is out of the instrument channel. Then the cutter was off the ligation loop. As a result, the doctor completed the procedure without cutting the ligation loop. There was no patient injury regarding this report.